Event description:
The staff members failed to properly extend and/or spread the legs of the lft-700 while in use. Millennium medical products, inc. Was informed that two staff members were injured and the pt was injured with a fractured hip.